Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to sepsis and dehydration. The patient received treatment and was discharged. The cardiac resynchronization therapy defibrillator (crt-d) system remained in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.